Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Visual examination of the returned part determined that it exhibits signs of repeated use ( nicked or gouged ) and anterior section of part has been fractured off. Fragmented pieces were not returned. Device history record was reviewed and no discrepancies were found. Provisional top components and standard bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification. The root cause is considered to be design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was found to be broken in the instrument tray during a knee arthroplasty procedure. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that pwas found to be broken in the instrument tray during a knee arthroplasty procedure. No adverse events have been reported as a result of this malfunction.